Event description:
It was reported by the customer that a pyxis medstation es system had drawer 1 failure. The customer stated that they retrieved the required medications from other available stations and there was a delay in patient care there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 1 failure due to a broken plunger. The field service engineer resolved the issue by replacing u link plunger. The system functioned as intended after the field service engineer troubleshooted the device.